Event description:
The customer reported being hospitalized for high blood glucose and low potassium. The customer stated that she has been treating with insulin shots as well with the insulin pump. The customer also stated that she changes the infusion set and the reservoir every four days. Advised customer to change the infusion set and reservoir every two to three days. Five days later, the customer called back and stated that she continues having problems with her blood glucose. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. The programming was correct and the settings were adding up. The customer stated that the cannula was bent several times. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.